Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the up and down buttons on the infusion device were defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.